Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to olympus medical systems corp. (Omsc). Omsc confirmed the followings; omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc evaluated the subject device, however the reported phenomenon was not duplicated. No abnormalities were noted in the appearance of the subject device. Olympus returned the device to the user facility without investigation at their request. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During colectomy, endoscopic image disappeared and the visual field was suddenly lost. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.